Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. New screw was received for investigation. The investigation of the screw shows fully conformity to the specifications. All dimensions are within specification. No product fault could be detected.

Event description:
The screw went through the hole of the plate. This is 1 of 2 reports for event #(B)(4).

Event description:
The surgeon rocked the va-screw into the 3-holes shaft the device. Two of the screws were placed in the middle and proximal holes of the device shaft; however, the 3rd screw was difficult to place into the device shaft distal position. The surgeon used a torque driver to push the va-screw into the distal shaft hole. The surgery finished successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR additional narrative: approximately (B)(6) of age.